Event description:
New information noted the patient's right atrial lead was removed due to dislodgement and undersensing. The patient was well throughout the revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a right atrial lead revision for unspecified reasons on (B)(6) 2018. No further information was provided.